Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump also passed the tone test and vibration test on self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump's high alert was set to 13.0 mmol/l. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. The pump's high alert with audio tone function properly during testing. Audio anomaly not confirmed. Audio anomaly not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. The pump had intermittent button response due to cracked dome switch at the select button. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, and keypad overlay texture damage. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below pertaining to the primary svn (B)(4) and event date 01-nov-2024. Please see below for the first 10 boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:04:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). (B)(6) 2024 00:09:17.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2250 (0.225 u), bolusamountdelivered: 2250 (0.225 u). (B)(6) 2024 00:14:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:19:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 00:24:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:29:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 00:49:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 00:59:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 01:04:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 01:09:09.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). Please see below for the daily total of all insulin delivered on the event date 01-nov-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000, dailytotalofallinsulindelivered: 202250 (20.225 u), dailytotalofbasalinsulindelivered: 81500 (8.15 u), dailytotalofbolusinsulindelivered: 120750 (12.075 u). There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 01-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-nov-2024 in the pump history file. (B)(6) 2024 21:38:13.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). (B)(6) 2024 21:48:00.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). (B)(6) 2024 22:51:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. Please see below pertaining to svn (B)(4) and event date 22-jun-2024. Unable to perform the history review 2 days prior to the event date 22-jun-2024 in the pump history file due to no data available. Please see below pertaining to svn (B)(4) and event date 06-jul-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 06-jul-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 06-jul-2024 in the pump history file due to no data available. Please see below pertaining to svn (B)(4) and event date 05-jul-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 05-jul-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 05-jul-2024 in the pump history file due to no data available. Please see below pertaining to svn (B)(4) and event date 12-sep-2024. Unable to perform the history review 2 days prior to the event date 12-sep-2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Audio anomaly not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. No pump/sensor anomaly noted during testing. High alert function properly during testing. Keypad/button unresponsive/button error (intermittent button response) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the high blood glucose alert was not showing even after checking all the settings, snooze and self test. The customer reported a blood glucose value of 22.3 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), emergency medical service/ambulance/emergency room visit. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.